Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was re-advanced against resistance. The device was received. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that an arteriotomy closure of the right left common femoral artery was attempted using a proglide device with a 6f sheath after a diagnostic heart catheterization procedure. Reportedly, while advancing the proglide device down into the anatomy, some resistance was met with scar tissue and the device started to kink. The device had made it past the guide wire exit port into the vessel. As the device had started to kink, it was backed out a bit and the physician "cut the access site open a bit" (widened the nick and spread). The proglide was re-advanced and the device became hung up again, so a decision was made to remove it. Upon removal, the proglide became stuck; however, it was wiggled a bit and was able to be removed. Upon inspection of the device after removal, it was noted that the guide wire exit port looked "rough". Additionally, it was noted that the white arrows near the guide wire exit port were not present; although, the physician was not sure if they were present prior to use. The foot was never deployed as the proglide never got far enough into the vessel. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
(B)(4); device used after expiration date. Evaluation summary: visual and functional inspections were performed on the returned device. The reported difficulty to insert and remove could not be replicated in a testing environment as it was based on operational circumstances. The reported kink/bend and missing arrows around the exit port was confirmed. It should be noted that the electronic perclose proglide instructions for use, states: do not advance or withdraw the perclose proglide smc device against resistance until the cause of that resistance has been determined. In addition, it should be noted the device was reportedly, used after the expiration date. The proglide instructions for use (IFU), in the graphical symbols for medical device labeling section indicates the use by symbol which is next to the expiration date. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.